Event description:
It was reported that patient underwent hip revision surgery due to infection.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation included a review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that there is no report of any lab tests confirming an infection. There were three attempts to obtain clinical/medical records to adequately perform a clinical assessment, however nothing has been provided. The patient impact beyond the revision surgery cannot be determined, as there is no report of the patient¿s current condition, infection status or how the procedure was tolerated. No further clinical assessment is warranted. The investigation noted that the listed parts were sterilized according to sterilization release documentation from quality control. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.